Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. It was determined that the cause of the reported issue was due to the therapy pcb assembly. Diode, designator d3 on the therapy pcb assembly had become electrically shorted which resulted in the device being unable to detect the connection of the defibrillation therapy cable assembly. After other unrelated repairs were completed proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device was unable to detect the connection of the defibrillation therapy cable assembly. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.